Manufacturer narrative:
Corrected data: (B)(4). This information was inadvertently left off initial MFR. Report.

Event description:
It was reported that the physician's programming system was giving an error message "unable to open port" when attempting to interrogate a vns patient's device. Troubleshooting was performed by disconnecting the usb cable and then powering off the tablet and then back on 15 seconds later; however, this did not resolve the issue. The physician was provided a new usb cable and the faulty cable was received for analysis. Analysis of the faulty usb cable was completed on 06/11/2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. The physician would not provide any patient information due to (B)(6).

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.